Event description:
It was reported that ongoing intermittent occlusion alarms occurred leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer's blood glucose level was "high", although specific value was not provided. The customer addressed the elevated bgs by administered correction injections via multiple daily injections (mdi) and resolved the occlusion issues by changing the infusion set and cartridge, then resuming insulin delivery. There was no need for third-party assistance.